Event description:
Information received from the field notes that when the ventricular threshold test was cancelled and the ventricular output reprogrammed, there was a pause of five beats at a rate of 85 ppm before capture was regained. The patient did not have an underlying rhythm and was symptomatic.